Manufacturer narrative:
Section a: patient information and section e initial reporter cannot be provided due to japanese privacy regulations. Section e: japan medtronic personnel reported event to manufacturer on behalf of the customer. Section b: event date not provided. Estimate was used for the event date section d4 unique identifier (UDI)#: not available. Section h4: manufacturing date was estimated. H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this ht70 ventilator generated an alarm, the screen went black, and the device shut down. The ventilation system was also shut down at that time. The ventilator was not made available to medtronic for evaluation. The third-party service provider, tkb (tokibo) had evaluated the unit and found a system error that occurred when the unit was turned on. After turning the power off and restarting the unit, the device powered up; however, when the power pack battery was removed, the device shut down. Tkb identified a damaged capacitor on the control board. Tkb had replaced the control board, and the unit was reported to be working after part replacement. Review of the provided image confirmed that the c92 capacitor on the control board was thermally damaged. If a failure of the c92 capacitor on the control board occurs while in use on a patient, the ventilator response would be a loss of ventilation to the patient. The cause of the event was isolated to a faulty capacitor c92 on the main control board. The ventilator is in the scope of the field corrective action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while in use on a patient, this ht70 ventilator generated an alarm, the screen went black, and device shut down. The ventilation system was also shut down at that time. The patient was removed from the ventilator and placed on an alternate ventilator without injury.